Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, the procedural sheath was pulled and a vasoseal es was deployed. The pt experienced a vasovagal episode and pt's foot was pale and cold. The pt was taken to surgery for a right femoral thrombectomy. The pt had palpable pulses after surgery. The pt was discharged and no further complications were reported.